Manufacturer narrative:
Unknown.

Event description:
A critically ill patient was undergoing continuous renal replacement therapy (crrt) on a prismaflex and a prismaflex m 100 set. The patient was post-operative lower lung lobectomy; pneumonia, sepsis, clostridium difficile colitis, respiratory failure with ventilator support, and required IV pressor for blood pressure management. The patient was not receiving anticoagulants and reportedly, several prismaflex m100 sets clotted off and the blood in the extracorporeal circuit was not returned to the patient. Consequently, the patient was transfused with a unit of blood due to a decrease in the hemoglobin level. The crrt prescription was adjusted and heparin was added as an anticoagulant and the prismaflex m100 sets lasted 6 ¿ 8 hours.